Event description:
The report suggests that during an infusion on a homecare patient leakage was observed between the extension set and the maxplus. The report also suggests the patient was hospitalized as she did not receive the medication at home due to a leakage.

Manufacturer narrative:
The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.